Manufacturer narrative:
Product ID: 97745, serial# (B)(6), and product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient(pt) regarding an implantable neurostimulator. The reason for call was patient states she has not used her "tools" in a while and now it is completely dead. Patient states she was not using the stimulator because she did not need it because her back has been "good until all of the sudden". Patient does not have any external equipment with her at the time of the call and was unable to get to the equipment.  Patient rep called back reporting that the patient has been trying to get their implant charged. Caller stated that they were there to help the patient with the troubleshooting. Agent had the caller inspect the recharger for any visible damage; caller confirmed no damage. Agent attempted to have the caller start a charge session when the caller noted that the issue was the controller. Agent then walked the caller through an ac power reset of the controller; caller said that the controller did not power back on and did not respond to being plugged into the ac power supply cord. Caller mentioned that the controller had not responded to being plugged into the ac power supply cord all morning. Agent reviewed with the caller that the issue was the controller. The issue was not resolved. Agent sent an email to repair to replace the controller. No symptoms were reported.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745, serial: (B)(6), product type: 0201-programmer patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.